Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born in 1939 underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During a pvc (idvt) case, a perforation was noticed. The patient's blood pressure dropped then the perforation was confirmed by ultrasound tee. The medical intervention provided was a pericardiocentesis and 130cc of fluid was removed. The patient was reported to be in stable condition. The physician thought the perforation occurred when they were going across the coronary cusp since the catheter had trouble getting through due to the calcification of the aortic valve. The adverse event was discovered during burning with a biosense webster products. The physician¿s opinion on the cause of this adverse was the area of burning at the aortic cusps. The patient outcome of the adverse event was fully recovered. The patient required a stay in the ICU for the night. A transseptal puncture was performed with a brk needle. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. An irrigated catheter was used in the event and the flow setting was high/low 8/2. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used graph, dashboard, vector & visitag with the visitag module parameters for stability set at tag index 2 mm for 5 sec and 50% 5 grams with no additional filter used with the visitag. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.